Event description:
It was reported by service report that the head-end lift was stuck in high height position; the power cord sheathing was damaged with no exposed wires, and there was no loss of power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board. Damaged power cord sheathing.